Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 18-jun-2026, a sales representative reported via (B)(4) that an ar-6480 dualwave pumps pressure was high, the tubing but it's like it wasn't flushing the saline. This occurred during a case, they turned the pump off then back on, they also replaced the tubing but it's like it wasn't flushing the saline. Additional information was provided on 23-jun-2026 where the sales representative reported via (B)(6) that this event occurred during a procedure on (B)(6) 2026. Arthrex tubing was used with the pump. The pressure was set to 35. The procedure was canceled. Additional information was provided on 30-jun-2026 where the sales representative reported via (B)(4) that this event occurred during a knee scope acl procedure. An ar-6410 arthroscopy main pump tubing was used during the event. The patient was rescheduled 2 weeks from on (B)(6) 2026. Additional information was provided on 02-jul-2026 where the sales representative reported via (B)(4) that a clamp/pressure test was not performed prior to tubing use. There were no error messages. The machine did stop pumping inflow when it read a pressure reading too high. Swelling was noted in the patient's lower thigh; however, the cause of the swelling was not determined. Aspiration was performed by the surgeon for the swelling during the procedure. The patient was not kept overnight and was discharged the same afternoon. There was no report of a prolonged recovery.